Event description:
Information was received indicating that this ambulatory infusion pump kept alarming "no disposable, pump won't run." Troubleshooting was unsuccessful. It was noted that the alarm did not interrupt therapy. The pump was replaced. No adverse patient effects were reported.